Manufacturer narrative:
(B)(4). Maude report #: mw5088252. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an inguinal hernia left side repair procedure on an unknown date in 2011 and the mesh was implanted. It was reported that the patient had pain after 2011. It was also reported that the patient had surgery for left and right inguinal hernia repair in 2017 because of a double hernia. It was reported that the patient had left and right lower inguinal hernia and same mesh was left in on left side, and no mesh was put in right side, due to problems with the mesh in 2017.